Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was no visible damage to the lens. Both sides of the optic and haptic were checked for rough/sharp edges and were determined to be acceptable.

Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and discovered the patient's capsule was torn. The incision was enlarged and a vitrectomy was performed. An anterior chamber lens was implanted and a suture closed the wound. The reporter stated the patient had a sticky cortex which made it difficult to remove the cataract and ultimately caused the damage to the capsule. This facility uses a competitor's phacoemulsification equipment.